Manufacturer narrative:
Correction: g3: date received by manufacturer in MDR-2020-02603-01 submitted on 10 may 2022 should have been 10 may 2022 instead of being empty.

Manufacturer narrative:
Additional information was not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article that due to electromagnetic interference from a left-ventricular assist device (lvad), the device could not be interrogated. No additional information was available. Specific patient information is documented as unknown. Details are listed in the article, titled ¿prevalence of electromagnetic interference from left ventricular assist devices in patients with implantable cardioverter defibrillator/pacemakers.¿